Event description:
When setting up for cases the endo rns in or1 today tried 2 different erbeflo clevercap tubing sets from lot #20220225-pg and neither would allow the continuous irrigation to flow (they couldn't see any holes, they tried different water bottles, turned the machines off and back on, etc. With no success). They then tried a set from a different lot# and it worked fine. Not used on patient. Please note that this report represents 2 devices with the same lot number. Manufacturer response for pump, air, non-manual, for endoscope, erbe (per site reporter). Will obtain.